Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose. The customer blood glucose level was unknown. Customer also stated that reservoir lip ring was missed however reservoir was able to lock in place. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will returned for analysis.